Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose level was not provided. No additional information was provided.